Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to start up. Upon troubleshooting fse found that the system powered on, but the application failed to load. To resolve this issue, fse replaced the host pc, hard disk and reloaded the software. The defective host pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.